Manufacturer narrative:
H1 - corrected to serious injury in initial MDR. Claim # (B)(4).

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. Claim #(B)(4).

Manufacturer narrative:
D4 (experiation date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "I decided to change icl size (from 13.2 to 12.6mm) for left eye due to high vault in first eye, I also changed power slightly more as first eye slightly myopic."